Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump was saying no delivery and the battery cap is not staying on the pump. The blood glucose was 526 mg/dl at the time of the incident. Customer states that, they are unable to install the battery cap on their pump. The threads around battery cap are chipped off. Customer advised to stop rotating cap when there is resistance or when coin slot is aligned to pump body or display screen. Customer advised to monitor pump. Customer advised to replace and discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Insulin pump received with broken battery tube threads and broken battery cap. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.